Manufacturer narrative:
Product event summary: analysis found that the lower case, frequency knob and high rate cover were cracked. It was determined to send the device unrepaired back to the customer due to extensive repair costs.

Event description:
It was reported that the external pulse generator (epg) was defective, and no further details were available. The epg was returned to the manufacturer for servicing. There was no patient involvement.